Event description:
It was reported that the surgeon is going to monitor the patient to see if the screw comes out anymore. The cephalad screw came out a few millimeters and is protruding anterior to anchor c metal plate. At this time the cage is set in place and not moving and the surgeon will not be taking it out.

Manufacturer narrative:
Method: device not returned; results: the plausible root cause of this event is patient related - the patient anatomy and the complex multiple level structure that is implanted would likely lead to increased loads on the implants leading to early loosening. Also, it is possible that the screw was not properly seated but this cannot be confirmed. Conclusion: the anchor c diam.3.5mm self tapping 14mm bone screw was confirmed to have migrated post-operatively by x-ray images. The lot # is not known so a review of the manufacturing records could not be performed. The anchor c IFU states that early loosening can result from inadequate initial fixation, latent infection, premature loading of the device or trauma. Also, patients who are overweight may be responsible for additional stresses and strains on the device which can speed up implant fatigue and/or lead to deformation or failure of the implants.

Event description:
It was reported that the surgeon is going to monitor the patient to see if the screw comes out anymore. The cephalad screw came out a few millimeters and is protruding anterior to anchor c metal plate. At this time the cage is set in place and not moving and the surgeon will not be taking it out.